Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during surgery, while trying to execute the first cut on the tibia, the saw blade device entered the first plunge cut but became completely loose and detached from the saw handpiece device. According to the reporter, the blade and saw handpiece device had been registered correctly at the start of the case and the clasp on the top of the saw was fully seated. The blade device was reattached and checked and it was fine for the rest of the case. There was no harm to the patient and the case was delayed by about10 seconds due to the event. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.